Event description:
Voluntary medwatch received states that the patient with atrial lead experienced pectoral stimulation which got worse when sitting up or laying down on the right side of the body and patient experienced discomfort. No intervention or procedure was reported. The atrial lead remained implanted.